Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with high blood glucose of 857 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was admitted to north fulton hospital on (B)(6) 2014 at 11:45pm. The customer was informed that there could be many reasons for high blood glucose. The patient was assisted with trouble shooting the insulin pump and found that the patient did not have a tubing clamp. The patient sent the pump back for analysis and a new pump was sent to the patient. No further information was provided.